Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the gastrointestinal videoscope was burned and the focus could not be changed to near point due to damage on the charged coupled device. Based on the results of the investigation, a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip possibly caused the burn on the plastic distal end cover. Based on the results of the investigation, the definitive root cause of the faulty charged coupled device could not be determined. The burn on the plastic distal end cover is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burned and the focus could not be changed to near point due to damage on the charged coupled device. There was no patient involvement.